Event description:
It was reported that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted. Both leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.